Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the main board; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device has not been returned to manufacturer

Event description:
It was reported that the pump alarmed and exhibited error code 41622. Troubleshooting was performed and the pump continued to alarm. Resolution volume was 110.7 ml. Screen reads running and reservoir volume empty in 21 hours and 17 minutes. No patient injury was reported.